Event description:
Two (B)(6) female pt was seen in pediatrician's office on (B)(6) 2022 for routine exam and vaccines. Vaccines were given without problem. Later, on the same evening, pt's parents called physician office to report that they removed a needle from the child's thigh. Physician asked parents to bring the pt in that evening for assessment. The child did not suffer injury. Due to the length of time the needle was in pt's leg, physician prescribed antibiotics. X-rays were also performed to confirm the needle was completely removed. X-rays were clear, a 25g 5/8" needle was removed from the pt's leg.

Event description:
Add'l info received from reporter on 01/24/2022 for mw5106686. This report contains the info for the syringe used in conjunction with the needle.

Event description:
Additional information received on 26-jun-2024, for mw5106686. Correcting procode information.

Event description:
Two (B)(6) female pt was seen in pediatrician's office on (B)(6) 2022 for routine exam and vaccines. Vaccines were given without problem. Later, on the same evening, pt's parents called physician office to report that they removed a needle from the child's thigh. Physician asked parents to bring the pt in that evening for assessment. The child did not suffer injury. Due to the length of time the needle was in pt's leg, physician prescribed antibiotics. X-rays were also performed to confirm the needle was completely removed. X-rays were clear, a 25g 5/8" needle was removed from the pt's leg.